Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient's dog licked the tsunagu uv device and the patient did not clean or replace the device prior to usage. The peritonitis was manifested by abdominal pain and cloudy effluent. The same day as the event onset, the patient was hospitalized and initially treated with rocephin for the events. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.